Event description:
Sales representative reported during sterilization that the probe broke. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Waiting for product to be returned for functional evaluation.

Manufacturer narrative:
It was determined after receiving further clarification from the functional evaluations, this event was not a reportable event. This supplemental is being filed to identify an MDR was not required for this event.

Event description:
Sales representative reported that the end of the probe came off. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. An update was received that the probe did not break off and this event is not reportable.